Manufacturer narrative:
Testing was performed by alere (B)(4) on retained kit lot# 091493. The retention lot testing yielded expected results when testing internal qc samples. The manufacturing batch record review for lot 091493 did not reveal any failures of acceptance criteria. This lot met the required release specifications. Alere (B)(4) was unable to determine the exact root cause of the reported issue. The results obtained may possibly be related to the patient sample. The sample may have contained specific substances which may have affected the results. A review of the complaints reporting false positive or unconfirmed false positive related to lot number 091493 showed that the complaint rate is (B)(4). The evidence available suggests that this device lot is performing within labeled claims. Note: this MDR is a retrospective filing in response to an observation from an FDA inspection conducted february 26th - march 2nd at alere (B)(4).

Event description:
The customer reported a (B)(6) result was obtained with the alere determine hiv ½ ag/ab combo test on a labor and delivery patient. The patient was confirmed (B)(6) by abbott architech. It is unknown what week of pregnancy the patient was in at the time of the testing or if/when the patient delivered. No adverse outcome was reported by the customer.